Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model zcb00, was implanted, the surgeon noted a scratch on the lens. An incision enlargement was performed, the lens was removed and another lens was placed. There was no vitrectomy and no patient injury. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in the original folding carton. Visual inspection showed residue of viscoelastic (ovd) and scratched on the lens surface. The conditions observed are consistent with a lens that has been removed from the eye. The customer's reported complaint was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.